Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there were two episodes of noise classified as vf. The patient did not receive therapy for the noise. The noise could be reproduced in clinic. The patient was sent to another physician in another city to find the best resolution.